Manufacturer narrative:
The device was not returned for evaluation. Imagery was received for evaluation. A post-procedural device image shows the delivery system present within the sheath. The sheath liner appears delaminated from the hpde a few inches from the distal tip and is bunched around the distal delivery system. A portion of the sheath shaft appears cut, and follow-up conversations confirmed that this was performed by the site staff after the procedure. Imagery of the patient's anatomy was received and shows the patient's access vessels and abdominal aorta were calcified. The patient's access vessels were tortuous and the potential region where the delivery system withdrawal occurred has a bend. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no device problem was identified affecting distributed product, no product risk assessment (pra) is required. The sheath liner delamination was confirmed. The esheath/esheath plus is designed in a way that expansion of the sheath allows for retrieval of the system with minimal damaging interactions to the integrity of the balloon or the nosecone of the system. Commander delivery system retrieval through the esheath/esheath plus is validated. To promote maintaining sheath integrity, design requirements and drawings include sheath tip and shaft materials selection and dimensions. Mitigations include visual and dimensional inspections of the sheath components and assembly. Users are informed of the residual risks associated with the valve, delivery system and/or accessories through the potential adverse events section in the instructions for use (IFU). To help mitigate risks, edwards provides guidance and instructions on visualizing and assessing vasculature, correct device prep, and proper insertion techniques in the IFU and training/refresher training materials, including adequate hydration of components, appropriate orientation of the esheath/esheath plus seam in the vasculature, and the risk associated with excessive calcification or tortuosity. Edwards also provides how to retrieve the delivery system (with or without the crimped valve), including if the delivery system balloon is ruptured. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to circumferential liner delamination of the sheath which can manifest during withdrawal of the delivery system. Furthermore, the review did not identify an edwards related defect that may have contributed to any of the complaints. Procedural factors such as withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. In addition, non-coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors such as calcification, tortuosity, and/or undersized diameters near the sheath distal tip are present within the patient anatomy. As a result, the operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Furthermore, more than one of these factors can compound to exacerbate the patient/procedural conditions and further lead to sheath liner delamination. In this case, investigation results suggest patient factors (calcification, tortuosity) and/or procedural factors (withdrawal difficulty of burst balloon) may have caused or contributed to liner delamination event. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. No IFU/training deficiencies were identified. Therefore, no further escalation is required. The sheath liner tear was unable to be confirmed. Calcification and tortuosity were present in the patient's access vessels and abdominal aorta, and a burst balloon was reported. Calcification can damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tearing or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. Vessel angulation can create suboptimal angles during delivery system advancement through the sheath. A balloon burst or tear could also make it difficult to deflate the balloon and would alter the balloon profile during removal. The force required to withdraw the balloon could then lead to tearing or weakening of the sheath liner. No IFU/training deficiencies were identified. Available information suggests patient factors (calcification, tortuosity) and/or procedural factors (withdrawal of burst balloon) contributed to the liner tear.

Event description:
As reported by the clinical specialist, during a transfemoral tavr case the delivery system balloon ruptured, which was not visualized on fluoro but when the physician pulled back on the syringe blood was observed. The delivery system balloon was withdrawn inside the proximal portion of the sheath, with difficulty. The entire sheath and delivery system were removed from the patient. Under echo it was noticed that there was effusion and an emergent pericardiocentesis was performed. The team believes the injury occurred in the left ventricle because sats drawn appeared venous. The patient was stable and the drain was removed before the procedure ended as bleeding had resolved under echo. Upon removal of the device from the patient, it was discovered that delamination of the sheath liner had occurred, along with a liner tear, during the attempt to withdraw the delivery system into the sheath. The team attempted to remove the delivery system on the back table to get a better look at the burst balloon, but this resulted in worsening of the liner delamination. Additionally, they cut the sheath shaft to open it up to remove the delivery system, but it was too stuck. The patient was stable and no bleeding was noticed at the groin. The devices were discarded.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing. H3 other text : discarded.